Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.